Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the sealant of a 5f mynxgrip vascular closure devices (vcd) did not fully deploy. Manual pressure was done to complete the procedure. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2033903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure devices (vcd) did not fully deploy. Manual pressure was done to complete the procedure. There was no reported patient injury. The device will be returned for evaluation.